Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative evaluated the instrument but was unable to replicate the customer's allegation. The instrument performance was verified by performing checks with acceptable results. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable bilirubin total gen.3 results for 1 patient sample on a cobas integra 400 plus. The initial result was 1.88 mg/dl. The initial result was questioned and the sample was repeated. The repeated results were 14.46 mg/dl and 14.33 mg/dl. The repeated results were believed to be correct.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration and qc were acceptable. A general reagent issue was excluded. Although no cause was found, the instrument performance was verified, and the issue appears to be resolved.